Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited increased impedance, increase in threshold and a possible fracture. Increased outputs caused depleted battery longevity, reported on the implantable pulse generator (ipg). The ipg was explanted and replaced. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.